Event description:
Regarding minerva endometrial thermal ablation device: md had glare and requested repositioning of generator screen. The repositioning of the unit is what led to the extension cord coming out of the electric socket. This occurred when the unit was in the process of running diagnostics on argon. Rn followed steps indicated by rep, but could not get to a screen with any actionable items/menus. Device only displayed "error code 209." Malfunction occurred prior to provider initiating procedure, but with minerva hand piece in position in patient orifice. No harm to patient. Provider able to complete procedure using other equipment without affecting patient outcome. FDA safety report ID# (B)(4).